Event description:
It was reported that after the t1 was deploy, t2 fell out simultaneously. No patient injury reported. Back-up device was available.

Manufacturer narrative:
One (B)(4) fast-fix 360 curved needle delivery system device received. T1 and t2 were not returned. A partial segment of suture was returned. It had been cut where t1 and t2 should be located. The delivery needle shows no damage. Functional test was successful. The device cycled and actuated as expected. No root cause related to the manufacture of the device was confirmed.